Event description:
It was reported that during a gastric bypass procedure when the surgeon fired the third firing with a blue reload;the device locked out on tissue and would not open. They pulled two additional devices and fired fourteen blue reloads around the area and removed the device. They then used a fourth device and completed the procedure. They reported that the device had made a crunch noise and was difficult to fire on that third firing. They did try prior to firing the additional devices to manually open the device and it would not open but the handles would move. There was no consequence to the patient reported. The device is being held at risk management. On what tissue type was the device used? Stomach at what location on the tissue? Left curvature of the stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3rd. During which stroke did the event occur? Na. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Blue. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? Yes. If so, when? Firing sequence. Were any of the forces higher or lower than expected (closing, firing, or opening)? Opening and an abnormal force to fire. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes.

Manufacturer narrative:
(B)(4). Device is currently being held by risk management.

Manufacturer narrative:
(B)(4). Yoke flange. The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was received fully fire and with the lockout spring normal. The device was noted to have the clamping mechanism damaged; no functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke was found damaged where engages with the tube (yoke flange). Although no conclusion could be reached as to how the yoke became damaged, this damage can occur when excessive force is applied to the closing trigger in the opening direction due to high friction to open in the clamping mechanism. It should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.